Event description:
It was reported that the lead was attempted to be implanted, however, the lead was difficult to position and was dislodging. Another lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the lead was attempted to be implanted, however, the lead was difficult to position and was dislodging. Another lead was implanted in its place. No adverse patient effects were reported. The lead was returned for analysis.